Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
Follow-up #1:device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: a review of the black box confirmed the time and date reset complaint. The time and date reset issue was duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked along the side of the pump. Additionally, the display was dim with a red hue. Moisture was found behind the display lens. The pump was opened to find moisture/corrosion in the pump interior. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.